Event description:
Post transapical procedure, there was a tear in the lv by one of the purse strings sutures. The patient lost a significant amount of blood during lv repair, requiring 4 units of blood. Surgical access was obtained with no issues, and the sheath was inserted without difficulty. Balloon aortic valvuloplasty (bav) was done with 20x3 bav balloon with no issues. Upon advancing the valve across the annulus, the delivery system met resistance. The team tried to reposition without success. The sheath was advanced further into the lv to give support and valve was still not able to cross annulus. The delivery system was then pulled just to the distal end of sheath, and wire was pulled into delivery system. The physicians redirected the wire across the annulus, and the valve advanced and crossed the annulus with success. The valve deployed in a 60:40 aortic/ventricular position with trace to mild paravalvular leak (pvl). The delivery system was taken out and the sheath was removed during rapid pacing. There was a tear in the lv by one of the purse string sutures. An additional purse string was placed and the bleeding stopped. The patient did lose significant blood during lv repair, which resulted in four units of blood being transfused along with 1500ml from the cell saver. The patient left the or in stable condition. It was noted that the additional manipulations of the sheath during the case caused the suture to tear. Regarding the crossing difficulty, the physicians believe the wire was going through part of the mitral apparatus/chordae. Once they pulled the wire back and repositioned, the device/valve advanced with no issues. The patient¿s native annulus measured 19x27 mm2 via CT, with no annular calcification and moderate leaflet calcification.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the additional manipulations of sheath during the case appear to have caused the suture to tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.